Event description:
The patient developed post-op diffuse lamellar keratitis in the right eye only. The flap was lifted and irrigated. The patient also received antibiotic and steriod drops and is expected to recover with no further complications.